Event description:
It was reported the patient was planned to have a catheter revision. The health care provider (hcp) wanted to have the pump changed at the same time, but needed ¿justification for both surgeries other than my preference.¿ it was noted the patient was on ¿the watch list¿ for high risk pumps for battery issues. It was said this pump was in the ¿lower probability group with an incident rate from 0.03% to 0.2%.¿ the pump would otherwise have reached end of service (eos) in 29 months, or (B)(6) 2016. With this information, the hcp planned to replace the whole system at once, ¿rather than bring him back in for replacement in 1-2 years.¿ the patient¿s symptoms were "not shared" and it was "unknown" if there was a catheter issue. As of (B)(6) 2013, it was stated the patient was doing ¿fine¿ at this time, but the surgical intervention had not taken place yet. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that a catheter revision was performed on (B)(6) 2013 due to catheter occlusion in the distal segment catheter. During the revision, 4cm of the pump connector was cut and a new pump segment catheter was added. The hcp was still not able to aspirate. The spinal incision was then opened and 6cm of the spinal segment catheter was cut off proximal to the anchor. After taking off the anchor the catheter dripped cerebrospinal fluid (csf). At this point 0.5ml of csf was also able to aspirated from the pump segment catheter via the catheter access port (cap). A revision kit was used to splice the catheter after re-anchoring. The patient experienced underdose symptoms and stated they had needed to increase doses without relief like he had with the prior system. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the event was due to an unknown catheter issue. An x-ray was performed on (B)(6) 2013 which showed no discontinuity. Side port aspiration was performed on (B)(6) 2013 which showed poor flow through the side port; 0.25ml. The patient experienced poor spasticity control. The patient did not want to have the device system repaired until recently. The patient was scheduled for revision but insurance did not want to cover both the pump and catheter. The healthcare provider (hcp) was waiting to combine the surgeries as the pump was not due to be replaced for 24 months.